Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Tip of the screw driver blade was found to be broken when it was checked upon the inspection of the returned loner kit from the hospital. The tip of the broken screw driver was removed from the patient's body.